Event description:
Philips received a complaint by the customer on the v60 indicating that alarm failing motor speaker test. It was reported there was no patient involvement at the time the issue was discovered. The reported issue was discovered during set up; there was no report of harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer to replace both speakers as a precaution to correct issue and address error code 1102/5021. The rse provided parts identification for the speaker assembly (base assembly). The investigation is ongoing. The customer biomed confirmed the unit was repaired by replacing the speaker assemblies, as recommended. The device was operational and passed performance specification testing after repairs were completed. The unit was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00117. All information from the original report(s) has been transferred to this report.